Event description:
The customer returned the Duodenovideoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, the adhesive around the light guide lens had wear was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and there was no customer reported allegation.A root cause could not be identified. Based on the results of the investigation: The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.